Event description:
During prep of the stent delivery system (sds), the stent prematurely deployed approximately one millimeter. There was no defect on the outer box and sterile pouch. The product was noted to have been properly stored. The product was not clinically used as per the reporting affiliate. There was no reported patient injury. One non-sterile 9 x 40 mm precise was received coiled. No stent was received. Dried blood traces on the tip and on the inner sheath were noted. No other visual anomalies were noted. Usable length was found within specification. No anomalies were experienced during the inner shaft deployment. A device history records review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. The reported failure could not be confirmed. Therefore, no corrective and preventive actions will be taken at this time. Based on the information available, it appears that the problem experienced by the customer may have been caused by the operational context of the device and is not related to a product quality issue.